Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
Customer reported via social media that the insulin pump was damaged. Customer reported that insulin pump went blank and began to vibrate when battery was changed. It was reported that the corners by display screen was cracked. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damaged electronic assembly and vibrator anomaly due to moisture damage vibrator motor. Also, moisture damage motor during visual inspection. No moisture damage keypad trace noted. We were unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify frozen screen, button/keypad anomaly or any alarm due to blank display. The insulin pump had minor scratches on lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No cracks on lcd window noted.